Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic hernia repair, the nipple of the balloon that the inflation bulb plugged into, snapped off the main body of the device, rendering it inoperable. The device was removed and another was used without fault. There was no harm to the patient.